Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated one pulse after the second priming sequence. The investigation found no damages or deficiencies that would contribute to the cannula failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the cannula deployed. The cause of the reported cannula failing to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system tp1a.220624. 014.g781usqsjhxj1 cloud - smartphone hardware sm-g781u cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the cannula did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.